Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: detailed inquiry description ex c - blood outside fluid path. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One used sample without packaging was provided for evaluation. Upon visual inspection of the sample, the caresite micro exhibited a distinct line of blood located at the top groove of the piston near the shoulder, along with several small spots observed near the flange. Additionally, a reddish discoloration resembling particulate matter was noted on the body. A luer taper circle test was performed, revealing no abnormalities. Based on the data from the investigation, the reported defect was unable to be confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.